Manufacturer narrative:
Concomitant medical product: dtbb1d1 crtd implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The patient's left ventricular (lv) lead was reprogrammed and the stimulation was resolved. The lv lead remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.